Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. The 99% stenotic lesion was located in the non-calcified and non-tortuous proximal right coronary artery. The physician predilated the lesion with a 3.0 x 20 mm apex balloon and then advanced the 3.5 x 28 mm liberte stent delivery system to the lesion. During advancement, the mid portion of the shaft broke. The physician removed the device. There were no pt complications. The procedure was completed with a non-bsc stent. Pt status is reported as "fine".

Manufacturer narrative:
(B)(4).